Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a customer called the technical service engineer (tse) and reported that the 30-degree endoscope orientation was not aligned with the endoscope position. At the time of the call the customer had already restarted the system two times, using the emergency power off (epo). During the call, the tse asked the customer to restart the system and install the instruments one by one to check how the instruments respond to the doctor. When the endoscope was installed in the system, the surgical staff noticed that the endoscope carriage had moved freely even after match grip. Then, the tse asked the customer to replace the endoscope. The customer brought a 0-degree endoscope and after install, the orientation was correct and the endoscope carriage was not moving freely. The problem was in the 30-degree endoscope. The tse guided the customer to segregate this endoscope. The procedure was completed with no reported injury.